Event description:
It was reported that the device was fractured. The target lesion was located in the moderately tortuous and mildly calcified neuro vein. A 200cmx10cm fathom -14 guidewire was selected for a venous thrombectomy procedure. During the procedure, the guidewire was manipulated back and forth in the microcatheter to gain venous access. After several passes into the vessel, the guidewire got kinked and almost broke off. The device was removed intact from the patient's body and the procedure was completed with another of the same device. Per the physician, the guidewire did not separate/fracture while inside the patient. A kink was noted as the guidewire was removed. During inspection on the table, the guidewire separated approximately 5cm back from the distal tip. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Media inspection of the device was performed on the pictures of the device provided by the physician. As per the pictures provided, it can be observed that the guidewire was kinked and detached at the distal section. Visual and microscopic inspection of the device was performed. The device was returned with a torque device, and it is possible to see that the guidewire was kinked and detached at the distal section, the detached part was also returned. No other issues were identified during the product analysis.

Event description:
It was reported that the device was fractured. The target lesion was located in the moderately tortuous and mildly calcified neuro vein. A 200cmx10cm fathom -14 guidewire was selected for a venous thrombectomy procedure. During the procedure, the guidewire was manipulated back and forth in the microcatheter to gain venous access. After several passes into the vessel, the guidewire got kinked and almost broke off. The device was removed intact from the patient's body and the procedure was completed with another of the same device. Per the physician, the guidewire did not separate/fracture while inside the patient. A kink was noted as the guidewire was removed. During inspection on the table, the guidewire separated approximately 5cm back from the distal tip. There were no patient complications reported.